Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established in patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, it warns that caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could put the patient at risk for coronary flow obstruction during the tavr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. In this case, as reported, a piece of calcium from lca leaflet likely contributed to the left main occlusion and resulting cardiac arrest. The pericardial effusion was likely secondary to the cardiac massage performed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), during deployment of a 29mm sapien xt valve, the valve landed in an 80:20 aortic/ventricular position. Post implant, an st segment elevation was observed on EKG. A ptca balloon was inflated and a stent was placed in the left main, cardiac massage was performed and a balloon pump was placed in the femoral arteries and the patient's pressure went up. However, the patient's low pressure led to ischemia and cardiac massage was performed. Approximately 1 liter of pericardial fluid was removed and the patient recovered. The balloon-pump was left in the legs for the next 24 hours. At the time of the report the patient was stable. The left main was thought to have been occluded by a piece of calcium from lca leaflet.